Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that slow ventricular tachycardia (vt) and high right atrial (ra) lead thresholds were detected by remote monitoring. The lead was reprogrammed but then pacing failure was noted. The lead was reprogrammed again and the physician decided to monitor the lead. The lead remains in use. No patient complications have been reported as a result of this event.